Event description:
It was reported that a pk dissecting forceps instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip to be severely bent, causing side to side misalignment of grips. There is a .200" offset at the tips. The bent grip has separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. The severity of the bend suggests some kind of mishandling/misuse had occurred. The distal end of the main tube has material removed in the form of a combination of deep scratches superimposed over a scrape mark. The scraping may have been caused by cleaning/handling. Scratches are likely from an instrument collision. The endowrist instruments instructions for use (IFU) specifically states" general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.